Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 60 mg/dl. Multiple attempts were made to follow up with the customer on backup therapy; however, no response from the customer was received.